Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable finding could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: instructions, operation manual for gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tip was crushed by being caught in a washing machine. It is unknown when the issue was observed. There were no reports of patient or user harm associated. The device was returned and during the device evaluation the following reportable malfunction was found: the nozzle contained foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the evaluation found the following: the bending tube was deformed, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a crack, the plastic distal end cover had a scratch, the connecting tube had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector cover unit had a scratch, the lock engagement knob and lever both had a scratch, the up/down and right/left knobs both had a scratch, the switch box had a scratch, the suction connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, and the scope cover had a scratch. The customer cleaned, disinfected, and sterilized the device including soaking the device in a deterget before returning to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.